Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06224. It was reported that the package was compromised. An encore balloon catheter inflation device was selected for use. It was noticed that the product had a crack in the plastic box rendering the device unsterile. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned within its original tray, however it was found unsealed. A visual inspection of the device was performed. The device presents a crack in its original tray near the rear part of the gauge of the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. Bsc ID (B)(4). Tw# (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06224. It was reported that the package was compromised. An encore balloon catheter inflation device was selected for use. It was noticed that the product had a crack in the plastic box rendering the device unsterile. No patient complications were reported.